Event description:
Philips received a complaint from the customer on the v60 indicating that during patient set up, it was observed that the device is stuck in the high flow mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer to select standby then s/t mode, customer acknowledged. The customer was successful in exiting hft and is now in st mode which resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.